Manufacturer narrative:
This lv lead has been returned. Boston scientific has concluded that electrically, this lead was found to be within specification. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead was removed from service after it became apparent that this lead had dislodged into the patient's coronary sinus, per the local area sales representative. The patient had been hospitalized for syncope. This patient had been lost to follow up and the associated implantable cardioverter defibrillator (ICD) was past end of life. Beyond the surgical intervention and syncope, there were no other reported adverse patient effects.